Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that the patient was experiencing blisters under the patch. Patient described the area as red and raised with burning, itching, sharp pain, and stinging under the patch adhesive, without any indication of open or broken skin. There was no alleged device malfunction contributing to the blisters. The patient¿s physician advised ending use. The medical outcome is unknown.